Event description:
A pt reported experiencing inaccurate erratic results with a otbe meter. The pt's blood glucose results were 454mg/dl, 120mg/dl, 70mg/dl. Tests were done within 10 mins with a difference of 106%. Pt did not experience any adverse events. No further info has been reported. Note-in the potential medical it states the customer used 3 different holes.